Manufacturer narrative:
This report is filed on october 01, 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). Clinical management is ongoing.